Event description:
Info rec'd indicates the right siderail latch bolt is missing and the right siderail could not be latched.

Manufacturer narrative:
The tech installed a new siderail latch bolt and nut to repair the stretcher.